Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. All other electrical values were within range. The physician elected to cap and replace the lead. No additional information was available at this time.